Manufacturer narrative:
The customer's complaint that the texium bonded syringe was leaking chemo was confirmed. A picture provided by the customer shows a droplet of red fluid at the tip of the texium tip luer. The root cause of this failure was not identified.

Event description:
The customer reported that during an IV push of chemo (adriamycin ) a leak was noted at the top of the texium bonded syringe betweentexium and hub of primary line. There was no report of patient or user harm nor patient or staff exposed to the chemo leak.